Manufacturer narrative:
The instrument is currently within qc specifications with respect to controls and reproducibility. Controls were run before but not after this event. The instrument sensitivity was set at [2202], mid level for all instrument generated flags, except imm ne 1 was set off. (Imm ne 1 is an instrument generated flag for immature neutrophils). A field service engineer was not dispatched for this event. Raw data analysis was conducted to determine cause. The files from (B)(6) 2008 demonstrated significantly abnormal patterns than the file from (B)(6) 2008. The software algorithm generated two suspect flags for the (B)(6) 2008 sample, but no flags for (B)(6) 2008 sample. The degree of difference between the patterns may be cause of the lack of flagging for the (B)(6) 2008 sample. Root cause is unknown. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous differential results were obtained for a single sample on (B)(6) 2008 using the coulter lh 750 hematology analyzer. The same patient returned nine days later on (B)(6) 2008 for a complete blood count (cbc) and differential. The test results obtained using the coulter lh 750 hematology analyzer were flagged and blast cells were seen on the manual smear. The differential results obtained on (B)(6) 2008 were determined to be erroneous based on a comparison to the test results obtained on (B)(6) 2008. In addition, a blood smear was made and retained for the (B)(6) 2008 sample. Review of that blood smear identified the presence of blast cells. The erroneous results were reported outside the lab. The effect to patient treatment is unknown.